Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('partially in uterus, a portion traveled to the uterus') in a 35-year-old female patient who had essure (batch no. D01971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sinus infection, postural orthostatic tachycardia syndrome, pelvic adhesions, fibromyalgia, rash, breast mass, cervical dystonia, swelling abdomen, pancreatic cyst, thyroid nodule, multiple allergies and fasciitis. Concomitant products included cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), intrauterine contraceptive device (copper iud), lorazepam and tolterodine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), rash maculo-papular ("spotty patches on arms and legs, spotty bumps on legs and arms / skin rashes"), nausea ("nausea"), fatigue ("fatigue"), hot flush ("hot flashes") and chills ("chills") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 12 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel diag post essure"), vision blurred ("blurred vision"), eye swelling ("swollen and red eyes") and sinusitis ("sinus infection"). The patient was treated with surgery (unilateral salpingectomy - diagnostic and operative laparoscopy with bilateral essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, nausea, fatigue, vision blurred, weight increased and eye swelling had resolved, the device expulsion, menorrhagia, vaginal haemorrhage, rash maculo-papular, chills and sinusitis outcome was unknown and the hot flush was resolving. The reporter considered abdominal pain, allergy to metals, chills, device expulsion, dysmenorrhoea, dyspareunia, eye swelling, fatigue, hot flush, menorrhagia, nausea, pelvic pain, rash maculo-papular, sinusitis, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, nickel allergy and other injuries /symptom. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Hysteroscopy - on (B)(6) 2014: both tubal ostia are readily identified and the essure coils are placed bilaterally according to protocol with trailing coils being documented bilaterally. Pathology test - on (B)(6) 2015: fallopian tubes, bilateral, foreign material, removal: metallic/plastic material consistent with essure coil (gross examination). Findings: the inserts were in correct position without evidence of migration or perforation. There were no gross signs of acute local inflammation. The distal most tip of the inserts protruded into the isthmic portions of each tube bilaterally. The trailing coils of left essure inserts were more imbedded in the proximal or interstitial portion of the tube, but both inserts were removed in their entirety. The excess fibrotic tissue from involving the left proximal interstitial tube was also excised in its entirety. The distal ends of the tubes appeared healthy and normal bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: sinus infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and social media received: aka name added events added- sinus infection. Events onset date, events severity, concomitant drug, medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('partially in uterus, a portion traveled to the uterus') in a 35-year-old female patient who had essure (batch no. D01971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sinus infection, postural orthostatic tachycardia syndrome, pelvic adhesions, fibromyalgia, rash, breast mass, cervical dystonia, swelling abdomen, pancreatic cyst, thyroid nodule, multiple allergies and fasciitis. Concomitant products included cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), intrauterine contraceptive device (copper iud), lorazepam and tolterodine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), rash maculo-papular ("spotty patches on arms and legs, spotty bumps on legs and arms / skin rashes"), nausea ("nausea"), fatigue ("fatigue"), hot flush ("hot flashes") and chills ("chills") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 12 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel diag post essure"), vision blurred ("blurred vision"), eye swelling ("swollen and red eyes"), sinusitis ("sinus infection") and urticaria ("hives all over"). The patient was treated with surgery (unilateral salpingectomy - diagnostic and operative laparoscopy with bilateral essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, nausea, fatigue, vision blurred, weight increased and eye swelling had resolved, the device expulsion, menorrhagia, vaginal haemorrhage, rash maculo-papular, chills, sinusitis and urticaria outcome was unknown and the hot flush was resolving. The reporter considered abdominal pain, allergy to metals, chills, device expulsion, dysmenorrhoea, dyspareunia, eye swelling, fatigue, hot flush, menorrhagia, nausea, pelvic pain, rash maculo-papular, sinusitis, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, nickel allergy and other injuries /symptom. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Hysteroscopy - on (B)(6) 2014: both tubal ostia are readily identified and the essure coils are placed bilaterally according to protocol with trailing coils being documented bilaterally. Pathology test - on (B)(6) 2015: fallopian tubes, bilateral, foreign material, removal: metallic/plastic material consistent with essure coil (gross examination). Findings: the inserts were in correct position without evidence of migration or perforation. There were no gross signs of acute local inflammation. The distal most tip of the inserts protruded into the isthmic portions of each tube bilaterally. The trailing coils of left essure inserts were more imbedded in the proximal or interstitial portion of the tube, but both inserts were removed in their entirety. The excess fibrotic tissue from involving the left proximal interstitial tube was also excised in its entirety. The distal ends of the tubes appeared healthy and normal bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: sinus infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: social media was received. Event added- hives all over. Reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('partially in uterus, a portion traveled to the uterus') in a 35-year-old female patient who had essure (batch no. D01971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included sinus infection, postural orthostatic tachycardia syndrome, pelvic adhesions, fibromyalgia, rash, breast mass, cervical dystonia, swelling abdomen, pancreatic cyst, thyroid nodule, multiple allergies and fasciitis. Concomitant products included cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), intrauterine contraceptive device (copper iud), lorazepam and tolterodine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal"), rash maculo-papular ("spotty patches on arms and legs, spotty bumps on legs and arms / skin rashes"), nausea ("nausea"), fatigue ("fatigue"), hot flush ("hot flashes") and chills ("chills") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 12 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel diag post essure"), vision blurred ("blurred vision"), eye swelling ("swollen and red eyes"), sinusitis ("sinus infection") and urticaria ("hives all over"). The patient was treated with surgery (unilateral salpingectomy - diagnostic and operative laparoscopy with bilateral essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, nausea, fatigue, vision blurred, weight increased and eye swelling had resolved, the device expulsion, menorrhagia, vaginal haemorrhage, rash maculo-papular, chills, sinusitis and urticaria outcome was unknown and the hot flush was resolving. The reporter considered abdominal pain, allergy to metals, chills, device expulsion, dysmenorrhoea, dyspareunia, eye swelling, fatigue, hot flush, menorrhagia, nausea, pelvic pain, rash maculo-papular, sinusitis, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, nickel allergy and other injuries /symptom. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Hysteroscopy - on (B)(6) 2014: both tubal ostia are readily identified and the essure coils are placed bilaterally according to protocol with trailing coils being documented bilaterally. Pathology test - on (B)(6) 2015: fallopian tubes, bilateral, foreign material, removal: metallic/plastic material consistent with essure coil (gross examination). Findings: the inserts were in correct position without evidence of migration or perforation. There were no gross signs of acute local inflammation. The distal most tip of the inserts protruded into the isthmic portions of each tube bilaterally. The trailing coils of left essure inserts were more imbedded in the proximal or interstitial portion of the tube, but both inserts were removed in their entirety. The excess fibrotic tissue from involving the left proximal interstitial tube was also excised in its entirety. The distal ends of the tubes appeared healthy and normal bilaterally. Concerning the injuries reported in this case, the following one/ones were reported via social media: sinus infection. Batch no d01971, production date 2014-08-23, expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel diag post essure"), nausea ("nausea"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the dyspareunia, menorrhagia, allergy to metals, nausea, fatigue, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding,nickel allergy and other injuries /symptom. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received, reporter information ,patient demographic information ,essure indication , stop date, previous event injury to herself deleted and new event pelvic /abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel diag post essure, nausea, fatigue, vision problems, weight gain, she did not undergo essure confirmation test and outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: partially in uterus, migration of essure device location of device: a portion traveled to the uterus'), device dislocation ('malposition of essure device location of device: partially in uterus and fallopian tube') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. D01971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included sinus infection, postural orthostatic tachycardia syndrome and pelvic adhesions. Concomitant products included cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), lorazepam and tolterodine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 2 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel diag post essure"), nausea ("nausea"), fatigue ("fatigue"), vision blurred ("vision problems: blurred vision"), vaginal haemorrhage ("abnormal bleeding (vaginal"), eye swelling ("allergic or hypersensitivity reaction type: swollen and red eyes"), rash ("skin rashes"), hot flush ("hormonal changes describe: hot flashes"), chills ("hormonal changes describe: chills") and skin discolouration ("rashes or skin conditions: spotty patches on arms and legs, spotty bumps on legs and arms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingectomy - diagnostic and operative laparoscopy with bilateral essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device dislocation, menorrhagia, vaginal haemorrhage, chills and skin discolouration outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, nausea, fatigue, vision blurred, weight increased, eye swelling and rash had resolved and the hot flush was resolving. The reporter considered abdominal pain, allergy to metals, chills, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye swelling, fatigue, hot flush, menorrhagia, nausea, pelvic pain, rash, skin discolouration, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding,nickel allergy and other injuries /symptom. Current weight 150 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2015: fallopian tubes, bilateral, foreign material, removal: metallic/plastic material consistent with essure coil (gross examination).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: partially in uterus, migration of essure device location of device: a portion traveled to the uterus'), device dislocation ('malposition of essure device location of device: partially in uterus and fallopian tube') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. D01971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included sinus infection, postural orthostatic tachycardia syndrome and pelvic adhesions. Concomitant products included cetirizine hydrochloride;pseudoephedrine hydrochloride (zyrtec-d), lorazepam and tolterodine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 2 months 27 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel diag post essure"), nausea ("nausea"), fatigue ("fatigue"), vision blurred ("vision problems: blurred vision"), vaginal haemorrhage ("abnormal bleeding (vaginal"), eye swelling ("allergic or hypersensitivity reaction type: swollen and red eyes"), rash ("allergic or hypersensitivity reaction type: skin rashes"), hot flush ("hormonal changes describe: hot flashes"), chills ("hormonal changes describe: chills") and skin discolouration ("rashes or skin conditions: spotty patches on arms and legs, spotty bumps on legs and arms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingectomy - diagnostic and operative laparoscopy with bilateral essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, device dislocation, menorrhagia, vaginal haemorrhage, chills and skin discolouration outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, nausea, fatigue, vision blurred, weight increased, eye swelling and rash had resolved and the hot flush was resolving. The reporter considered abdominal pain, allergy to metals, chills, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye swelling, fatigue, hot flush, menorrhagia, nausea, pelvic pain, rash, skin discolouration, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ,bleeding,nickel allergy and other injuries /symptom. Current weight 150 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2015: fallopian tubes, bilateral, foreign material, removal: metallic/plastic material consistent with essure coil (gross examination).. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "abnormal bleeding (vaginal) allergic or hypersensitivity reaction type: swollen eyes and skin rashes, hormonal changes describe: hot flashes and chills, malposition of essure device location of device: partially in uterus and fallopian tube, migration of essure device location of device: a portion traveled to the uterus, rashes or skin conditions: spotty patches on arms and legs , vision/eye problems type: blurred vision" were added. Outcome of events " allergic reaction, nickel allergy, rash on skin, nausea, painful intercourse, blurred vision, fatigue, weight gain" were updated as recovered. Hormonal change was updated as recovering. Concomitant drug , medical history were added. Lab data was added. On (B)(6) 2019: medical record received reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.